Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to pre-existing patient anatomy (due to the huge and large prolapse pml). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted at central anterior and posterior leaflet 2(a2p2). During deployment of second mitraclip, the first clip had single leaflet device attachment(slda) from anterior leaflet. Second mitraclip was deployed laterally and third mitraclip was deployed medially to the first clip for stabilization. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay. Code 2915 was removed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted at central anterior and posterior leaflet 2(a2p2). During deployment of second mitraclip, the first clip had single leaflet device attachment(slda) from anterior leaflet due to interaction with second mitraclip. Second mitraclip was deployed laterally and third mitraclip was deployed medially to the first clip for stabilization. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.